Manufacturer narrative:
(B)(4)

Event description:
The healthcare professional of the clinical study reported the patient had a stinging pain at the left abdominal site. On exam there was no redness to the incision site but it was painful to touch. The patient had trigger point injections which did not relieve the pain. The patient wanted the stimulator placed deeper in the pocket and the physician agreed. The pocket was revised on (B)(6) 2016 as an intervention and the event was considered resolved without sequelae. The etiology was unlikely related to the device, therapy, or implant procedure. Patient indication for use is spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was noted as related to the implantable neurostimulator (ins) pocket.